Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus touch-pen of the device was unable to calibrate. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests.

Event description:
It was reported that the stylus touch-pen of the programmer was unable to calibrate; changing the stylus multiple times did not resolve the issue. The programmer has been returned for repair. There was no patient involvement.